Event description:
There was an allegation of discrepant inr results with coaguchek in range meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 5.1 inr. The result from the lab within 1 hour was 3.8 inr. The patients therapeutic range is 3-4 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
It was noted the patient squeezed their finger to get enough blood.